Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample. The initial result was 2.07 mg/dl and was reported to the physician. The physician did not believe the result and ordered repeat testing. The repeat result was 1.00 mg/dl. The repeat result from the integra 400 analyzer was 0.98 mg/dl. It was unclear if the repeat testing was from the same patient sample. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. Review of the provided reaction monitor and analyzer alarm data found a preanalytic issue was the most likely root cause of the event. Either the sample probe transferred too much sample due to deposits on the outside of the probe or some material found its way into the measuring cuvette which artificially caused higher levels. Based on the provided calibration and qc data, a general reagent issue could be excluded.